Event description:
Information received indicates the bed exit is not working.

Manufacturer narrative:
The technician tested the bed using calibrated weights and the bed exit alarm did not activate when the weight was removed from the bed. The technician replaced the bed exit tape switches to repair the bed.